Event description:
The customer reported that the system locked up during fluoroscopic exposures. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The 5vdc power supply was adjusted and connections were reseated. The system was tested and found to be working as intended and put back into service.